Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked with corrosion visible. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2019 with the following findings:. During investigation, there were frequent replace battery alarms observed in alarm history. Replace battery alarm occurs when confirming verify screen. Unable to measure current draws due to alarm. There was corrosion in battery compartment. Pump leaks at battery compartment. Pump opened; moisture damage found on the printed circuit board. A replace battery alarm occurred due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.